Event description:
A pt reported that he has noticed a difference in color perception following intraocular lens implant surgery. He feels this may be causing some headaches. The pt's uncorrected visual acuity is 20/20. He has been encouraged to contact his surgeon for follow-up regarding his symptoms.